Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2019 with the following findings: a review of the pump history showed multiple 128-fe88 replace battery alarms. The black box showed voltage was not low at the time of the alarms. During the rewind step, the pump emitted a 128-fe88 replace battery alarm. The pump was opened; moisture damage was found on the printed circuit board. Unrelated to the complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.